Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronic assembly. The device also had cracked battery tube threads and cracked reservoir tube lip noted during visual inspection. No damage to reservoir window noted. (B)(4).

Event description:
The customer reported via phone call that she was at the pool and the insulin pump may have gotten wet because she could see fluid under the screen. The customer also reported that the insulin pump is cracked near the reservoir window and battery compartment. She was unsure of how the damage occurred. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.